Event description:
Original surgery date 12-00. Allegedly dislocation happened after surgery. While the doctor tried manual repair under anesthesia, bipolar component and head were disconnected and manual repair was stopped. Potential reason: when superiorly dislocated head was pushed down inferiorly, leverage force was added and consequently disconnected. However, ring was not disconnected. Revision surgery performed.